Event description:
The tip became separated from the catheter body and remained in the patient during the removal of thrombus from the forearm. It was further reported that the vessel was opened and the detached tip was successfully removed. No patient injuries were reported as a result of this event.